Event description:
A broken pump screen was reported, rendering the touchscreen unreadable and unresponsive, leading to an inability to access the pump. There was no reported impact to the customer's blood glucose level. As a resolution, the device is scheduled to be returned, and a replacement pump has been arranged with a serial number provided.